Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: tip-up fenestrated grasper instrument (part #470347-12, lot #k11220718-0083) and fenestrated bipolar grasper instrument (part #471205-17, lot #k11220808-0524). A review of the stapler logs has been performed by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #l11220927-0398) was installed 5 times and fired 5 reloads (3 black, 2 green, in that order). Per the logs, there were no incomplete clamp attempts, incomplete unclamps, or firing failures for this instrument. Installs 1, 2, and 5 showed two completed clamps before the reload was fired. There were 5 pauses for compression on the first fire with a black reload, and 1 pause for compression on the 2nd and 4th firings. All other firings were completed with no pauses for compression. There were no stapler related errors in the system logs for this procedure. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient returned to the hospital the next day with a bleeding stomach. As a result, the patient was given one liter of blood transfusion and hospitalized for an unknown period of time. The cause of the post-operative complication is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient returned to the hospital the next day with a bleeding stomach. The initial robotic procedure was reportedly completed without complications. The patient is being treated via unknown means for this event. An intuitive surgical inc. (Isi) clinical sales representative (csr) was present during this procedure. The procedure was completed without complications. The surgeon called the csr to inform the csr that the patient had returned to the hospital on (B)(6) 2022 with a bleeding stomach. The surgeon said they did not know where the bleeding was coming from. The surgeon informed the csr at a later date that the patient was hospitalized for an unknown amount of time and was given one liter of blood transfusions. The surgeon reported that the bleeding was resolved and they did not perform a secondary procedure for this event. No allegations were made against a da vinci product. Isi has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.